Manufacturer narrative:
Per the user guide: never fill your tubing while your infusion set is connected to your body. Always ensure that the infusion set is disconnected from your body before filling the tubing. Failure to disconnect your infusion set from your body before filling the tubing can result in over delivery of insulin. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer performed the load fill tubing sequence multiple times while connected at the site and delivered approximately 100 units of insulin into the body. Customer's blood glucose lowered to 51(mg/dl) and was treated by consuming carbohydrates. Paramedics were called for assistance, however, additional event information was not provided. Multiple follow up attempts were made to gather additional information, however, the customer did not respond to follow up attempts.